Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 1:30 pm he attempted to perform a test using his adc blood glucose meter, but the meter would not turn on with button press or with test strip insertion. Customer denied experiencing any symptoms. It was further reported he then self-presented to his healthcare provider's office where a reading of 220 mg/dl was received on the hcp's meter. Customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.